Event description:
It was reported that 3 weeks after implantation of the promus stent, the patient was diagnosed with temporal arteritis. The patient was therefore prescribed blood thinners. High doses of prednisone eventually caused the patient to be readmitted into a different hospital due to psychoticism. The patient was therefore prescribed medrol instead of prednisone, which eventually caused the patient to lose movement and sensation in her legs, which required re-admittance into the emergency room. The patient was then prescribed methotrexate to control inflammation in her arteries which led to seizures and re-admittance into a different emergency room. As a result, tapering doses of medrol and increased doses of methotrexate is being administered. The patient's daughter stated that the patient would be on medication for about 2 weeks before having a reaction. Currently different medications are being explored to find a suitable match. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.